Event description:
The customer reported that the system's left monitor was flickering. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and reseated and properly connected the video controller and the display adapter circuit boards. The system was tested and found to be working as intended and put back into service.